Event description:
It was reported that patient was at a hospital and ventricular assist device (vad) coordinator was called for low flow. Mean arterial pressure (map) was 64. Then the patient coded and got sent to another hospital where they passed away. An autopsy would be performed. It was unknown if the death was device related or the device worked as expected. Explant or collection of equipment was not ordered from previous hospital.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low pump flow was unable to be confirmed as no log files were available for evaluation. A specific cause for the low pump flow or patient outcome could not be conclusively determined and a direct correlation with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established through this evaluation. It was reported that an autopsy would be performed; however, the pump, serial number (B)(6) would not be returned for evaluation. Multiple attempts were made to contact the hospital at which the patient expired; however, additional information was unable to be obtained regarding the patient outcome. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. Section 1 of the IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook (rev. D) is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.